Manufacturer narrative:
Device was returned for evaluation bent and broken. The single used chemolock was connected to a syringe, but the luer connetion was bent at an acute angle. Subsequent evaluation revealed that the male luer of the syringe was broken inside the female luer of the used chemolock, which would result in fluid leakage. The used device was tested for pressure leak (hydro-statically) and met the pressure leak performance specification. The probable cause of the leakage could not be determined.

Manufacturer narrative:
The device was received for evaluation. The evaluation has not yet begun.

Event description:
Staff attached the set up to the chemolock extension port which was attached to the patients primary tubing (alaris non-dhep). A leak of epirubicin from the center of chemo lock connector between syringe and a port was noted by the nurse. A small amount of drug trickled down patient¿s arm, but stayed contained to blue pad and the arm was cleaned as per skin care guidelines. There were no concerns with patient¿s skin. There was no adverse event and no delay in critical therapy.